Event description:
The valve was replaced during a surgery on a patient for a reason that, apparently, was not related to the valve. According to the information shared by the physician, the doctor prefers to replace the valve to ensure the patient receives the best value and care. The doctor also confirmed that the valve appeared to be functioning normally. Since we do not have information regarding the reason for the procedure, we have decided to report this case.

Event description:
We have received additional information since the initial report concerning the incident description. The valve was implanted following a severe ventricular bleed that required extensive external ventricular drainage. Shortly after placement of the valve, patient symptoms pointed to hydrocephalus. According to the patient's clinical history, the doctor would not be surprised if this patient experienced valve failure, such as an obstruction, due to clotting. The doctor decided to explant the valve and flushed it. He did not feel much resistance with flushing, and in fact it flushed without resistance. He recognized that he may have "power flushed" the valve and cleared the clot without knowing. That is why the doctor explained to us that the explantation was not related to the device. According to the information shared by the physician, the doctor prefers to replace the valve to ensure the patient receives the best value and care and he also confirmed that the valve appeared to be functioning normally.

Manufacturer narrative:
Our quality department conducted various analyses on the returned device: visual inspection: the valve was returned and set to position p3. The valve is connected to a reservoir. The reservoir showed needle puncture marks, and organic residues were identified inside the valve body. Pressure testing: the valve was compliant. All pressure values were checked, and the pressure at position p3 (return pressure on the valve) is within the acceptable range. Programming testing: the valve was compliant. The batch file has been reviewed and the valve complies with the expected specifications when release from production. Based on the description from the physician, the symptoms of hydroceaphalus may be related to a partial obstruction due to clotting and the flushing of the physician after explantation may clean the clot inside the valve. In conclusion, the valve complies with our specifications, there is no problem found on the product. The symptoms of hydrocephalus, which may indicate a potential partial obstruction, could be related to the patient's clinical history and are therefore not considered to be related to the device.